Event description:
Additional information was received from the patient's representative and the patient. The patient's representative reported that the patient was looking to have the device replaced on thursday of this week. The patient was also on the call and said they had been having trouble controlling their bladder for the last 9 months. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were using the bathroom more frequently since july or so. They said they would have to go to the bathroom every 30-45 minutes. The patient reported that they accidently reset their stimulation, and they were trying to get back to where they used to be. The patient reported that they had a sensation on the left side of their groin area. The agent reviewed stimulation expectations with patient and reviewed the option to turn stimulation down. The patient also said they were having a hard time connecting the handset and communicator to the implant. They were getting the "device not responding" message when trying to connect. The patient said they could feel the implant through their skin. The agent reviewed optimal communicator usage with the patient. The patient said they would continue to monitor. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned unrelated medical history. This included patient mentioned they have had so many mris this summer.